Event description:
Revision surgery performed on a margron hip replacement due to pt's symptoms of pain. The event occurred with a noncompliant pt who against the advice of the surgeon maintained a high level of activity after the primary implantation, which caused the loosening of the stem. This event is likely pt related and has not been attributed to the margron hip replacement.

Manufacturer narrative:
During revision surgery, the margron hip replacement system was found to be loose in femoral canal, with neck impinging against another MFR's acetabular cup leaving multiple small metal particles in the surrounding soft tissue. Successful revision surgery performed. The event occurred with a noncompliant pt who against the advice of the surgeon maintained a high level of activity (gym workouts) after the primary implantation. The excessive activity has caused the loosening of the stem. This event is pt related and has not been attributed to the margron hip replacement. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron -specific tools or components are necessary to perform revision of a margron implant.